Event description:
It was reported that during an unknown procedure, the device cut and did not staple. The device was reloaded and cut and stapled properly. There was no other information or contact availble. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The lot number provided does not belong to the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.